Event description:
A healthcare provider was updating the pump and the programmer displayed a broken programmer screen. They did not pay attention to any error codes. The programmer displayed the pump had been stopped for one minute. They interrogated the pump again, and the programmer displayed the pump had been stopped for nine minutes. They were walked through setting the current infusion mode, and all of the other information was correct. The hcp did not want to program a bridge bolus because they ¿did not trust the catheter lengths entered into the programmer so they did not trust the bridge bolus feature¿. The hcp was able to successfully update the pump. The medications infused were sufenta 267 mcg/ml (old) and 300 mcg/ml (new); dilaudid 13.3 mg/ml (old) and 7 mg/ml (new); compounded baclofen 1167 mcg/ml (old) and 1500 mcg/ml (new); bupivacaine 21.6 mcg/ml (old) and 15 mg/ml (new). Their dose remained the same at 79.89 mcg/day.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).